Manufacturer narrative:
(B)(4). The device was received and the investigation was completed on 19 november, 2015. A review of the manufacturing records for this lot did not reveal any non-conformity relevant to this reported event. During the investigation, the catheter passed all the continuity and resistance functional testing in the lab. The catheter was successfully connected to the generator. The catheter performed as expected.

Manufacturer narrative:
(B)(4).

Event description:
Two closurefast catheters failed to deliver heat once connected to generator and placed inside the patient. The catheters were removed from patient. No injury to patient. The procedure was aborted. However, the patient had already been prepped and tumescent had already been administered to the patient.